Event description:
Customer reports to have received excessive no delivery alarms, even after infusion set changed. As a result of no delivery customer had high blood glucose and was hospitalized. Customer reports to have been hospitalized on (B)(6), 2015 with blood glucose of 411 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip and later released. Insulin pump would be replaced due to damage. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.